Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: one-hundred four visual inspections were performed on (B)(4) parts with zero defects noted. Cleaning was performed 12 times during the production of this batch. The complaints lab received two samples. The samples were inspected under a microscope. White fm was observed on the shaft of the cannula. Ftir revealed that the fm was polypropylene and silicone. Based on the samples received the investigation concluded that bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that a consumer found embedded particles on the cannula of a 30 g x 1/2 in. Bd¿ bulk, non-sterile needle prior to use. No report of injury or medical intervention.